Event description:
The customer reported that following a radiology procedure the procedural sheath was left in the pt for approx 30 minutes. The groin site was re-anesthesized and the sheath was then removed. Vasoseal elite was deployed to achieve hemostasis. The pt's leg immediately began to turn red and the area surrounding the site of deployment became red and raised like a rash. This area extended approx 2-3 inches around the site. The pt complained of numbness and tingling in the entire leg and the leg was tender to the touch, especially around the area of the puncture. The pt was treated with benadryl and after approx 30 minutes the redness and rash began to subside. No further complications were reported.